Event description:
This 68-yr-old male is 3 yrs post placement of a penile prosthesis. The original implantation was at another facility, thus, the device identifiers are not known to the reporting facility. There were some problems with the left cylinder which was removed at about the 2 week period following its placement. The one functioning cylinder malfunctioned due to a "turkey-neck" of the glans penis.